Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site due to weight loss, and the patient's right l5 lead migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg pocket was revised, and the right l5 lead was explanted and replaced.